Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Event description:
The customer alleges that before use it was noted that the connector was broken. No pt injury reported.